Event description:
The patient claimed she was found convulsing this morning with a blood glucose reading of 42 mg/dl on the morning of (B)(6) 2012. Upon arrival of the emt, the patient was treated with liquid dextrose and was taken to the hospital. The patient was given IV dextrose at the hospital and his blood glucose resolved to 338 mg/dl. During troubleshooting, the animas insulin pump was found to have a keypad issue while the date and time was incorrectly set to (B)(6) 2007. The total daily dose on (B)(6) 2012 was 29.75. The basal total on (B)(6) 2007 was 30.79. The patient reportedly was unable to navigate properly to change the date and time due to the keypad issue. This complaint is being reported because, the patient had a hypoglycemic episode and required hcp treatment at the hospital while on insulin pump therapy. It is not unclear if product malfunction, diabetes management, use error, or intentional misuse attributed the alleged incident.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ezprime operation was performed with no difficulties. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. There was no defect found. Investigators were unable to confirm or duplicate the complaint. No delivery defects were found. The pump passes the force sensor calibration test.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.